Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic for device check. Upon interrogation, no telemetry was observed. The patient had lost to follow up since implant. The device was suspected to be past eri. Recommended device replacement. Patient condition was fine.